Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Visual evaluation noted the tip of the hex drive has sheared off at an angle, and the broken piece was not returned. Physical dimensional verification of the hex tip was found impossible due to the damage exhibited by the instrument. All other features related to this complaint that could be verified during the manufacturing investigation met specifications.

Event description:
According to the reporter, during the surgery on hardware removal the tip of the screwdriver broke off/ broken piece was retrieved from the patient. This incident added about 10 minutes to the surgery time, as surgeon needed to get another screwdriver. This was a scheduled revision for removal of nail and hardware for conversion to a total knee replacement on (B)(6) 2011. The surgeon removed the nail because it would have interfered with the knee procedure.